Event description:
It was reported that pump usb port was broken and pump could not be charged. Subsequently, the pump shutdown due to normal battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and replacement pump was provided by distributor.